Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead had dislodged into the ventricle within one week of implant. Reprogramming was performed to vvi mode. The lead remains in use. No patient complications have been reported as a result of this event.